Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. Of note the patient used a tandem t:slim x2 insulin pump. Only vague information was provided. In the social media post on (B)(6), the patient indicated, ¿their products have caused me severe health problems and are inaccurate. The app hides all of the useful features behind stupid user interface choices.¿ no specific symptoms or treatment were disclosed. The tech support rep attempted to obtain additional information via phone call on (B)(6) 2026, however the patient declined to provide any additional information about the event or clarify his earlier statements. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.